Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the shunt sensor leaked. At 1cc blood loss. Product was not changed out. Surgery was successful.

Manufacturer narrative:
The device was not returned for investigation; therefore, the complaint could not be confirmed. A retention sample was performance tested, and the unit was found not to leak. A review of the device history record revealed no production related anomalies. The most probable cause of the leak is that this particular unit was on the lower side of the adhesive injection volume for the primary adhesive ring. This unit was sufficiently cured and sealed to pass through our 100% leak test, but not enough to survive shipping, handling, and temperature/pressure changes. (B)(4).